Event description:
Patient admitted for replacement of heartmate ii left ventricular assist device(lvad). Cardiopulmonary bypass was discontinued and the lvad appeared to be functioning appropriately. After approximately 10 minutes a "driveline fault" alarm appeared. Thoratec was called and the thoratec clinical specialist was called. She recommended replacement of the heartmate ii pocket controller. The patient was placed back on cardiopulmonary bypass during replacement of the controller. The new controller appeared to work. The issue was not with the driveline. The initial controller is presumed to be defective.